Manufacturer narrative:
Device history record: the DHR documentation showed no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The knob on the transitional had been broken off and the unit was received without the end cap. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2021-00210, 3004608878-2021-00211. A facility reported that the standard black cap end broke off the mayfield composite series base unit (a3101). It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.